Manufacturer narrative:
The device was returned to olympus for inspection. Investigation of the returned device found residual liquid in the device distal end. A definitive root cause of the issue could not be determined, however, the issue was possibly the result of the the observed deformation and blockage at the distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Upon inspection of the returned duodenovideoscope, residual liquid was observed in the device distal end. There was no patient involvement.